Event description:
It was reported that a protrack pigtail wire has arrived damaged. It was reported that the packaging and product arrived at the facility damaged; the protrack packaging looked folded in multiple locations and the ends of the box where the tab is to keep the box shut is ripped; sterile packaging was deemed not compromised. No patient involvement was reported. It was further evaluated during analysis (05feb2024) that based on photos provided, that the packaging is damaged, and integrity of devices is in doubt. A visual inspection was conducted based on the photos submitted, and it was noted that the re-pack shipper identified damaged at one end as well as multiple creases identified overall. Also, a damage has been identified in the caton, the integrity of the device and sterile barrier system is in doubt.

Manufacturer narrative:
The device was returned for analysis. The analysis of the device found during a visual inspection that the re-pack shipper was identified damaged (media was submitted with complaint, shipper did not return from investigation) at one end as well as multiple creases identified overall. Also, a damage has been identified in the caton of returned complaint sample. Pouch sterile integrity is not breach and pouch is not damaged, but integrity of devices is in doubt. The pouch label and carton label are aligned with details informed. The reported allegations are confirmed based on investigation conducted on complaint returned sample. Thus, this supplemental MDR is being filed to report investigation results (MDR awareness date: 09apr2024). The fields e1 (initial reporter first name, initial reporter last name and initial reporter email) were updated.

Manufacturer narrative:
The device has not been received for analysis yet; however, the picture provided was evaluated. This is initial MDR to report investigations results (MDR awareness date: 05feb2024). The investigation found that based on photos submitted, packaging is damaged, and integrity of devices is in doubt. A visual inspection was conducted based on the photos submitted, and it was noted that the re-pack shipper identified damaged at one end as well as multiple creases identified overall. Also, a damage has been identified in the caton, the integrity of the device and sterile barrier system is in doubt. The reported allegations are confirmed based on photos submitted with complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a protrack pigtail wire has arrived damaged. It was reported that the packaging and product arrived at the facility damaged; the protrack packaging looked folded in multiple locations and the ends of the box where the tab is to keep the box shut is ripped; sterile packaging was deemed not compromised. No patient involvement was reported. It was further evaluated during analysis (05feb2024) that based on photos provided, that the packaging is damaged, and integrity of devices is in doubt. A visual inspection was conducted based on the photos submitted, and it was noted that the re-pack shipper identified damaged at one end as well as multiple creases identified overall. Also, a damage has been identified in the caton, the integrity of the device and sterile barrier system is in doubt.